Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause could not be reliably determined.

Event description:
The product was used during a coronary artery bypass graft procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procecure. The hosp has reported no pt injury occurred.